Event description:
It was reported the programmer powers up, but the screen is black. The programmer was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the screen goes blank, the flex tape was worn, causing the screen to go blank. It was also noted that the electrocardiogram (ECG) connector was loose and the media bay door would not latch.